Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that he underwent an abdominal hernia repair procedure on an unknown date and mesh was implanted. Three days later, the patient underwent a repeat surgery for a strangulated bowel. The patient has had numerous radiofrequency ablations for nerve pain all around the mesh area. The patient has experienced severe attacks daily that feel like knife pain in the lower abdomen around the mesh area. The pain is very intense, but also short lived. Additional information was requested.

Manufacturer narrative:
(B)(4). The underwent 4 pain injections on (B)(6) 2011, (B)(6) 2012, and (B)(6) 2013 the patient underwent nerve ablations. A check for heliobacter pylori or malignancy was performed on (B)(6) 2011.